Event description:
Additional information received reported that the cause of the motor stall was unknown and further stated that the motor was stalled for 5 days and no recovery was noted. It was indicated that the device system was removed. It was noted that the patient had no injury or non-serious illness and recovered without sequelae.

Manufacturer narrative:
Product ID 8575, lot# j0203523r, explanted: 2012 (B)(6), product type accessory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had a motor stall which occurred on (B)(6) 2012. The motor stall was confirmed in the "attention dialogue" box and in the event logs. No motor stall recovery was recorded. The patient was at home when the motor stall occurred and did not hear any alarms. The patient was unable to hear the alarm test when played by his physician. The physician updated the pump to minimum rate and planned to treat the patient by other means. The physician also planned to discuss pump explant with the patient. It was also reported that the patient "felt his pain was worse." The device system was used to deliver dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter: product ID 8575, lot# j0203523r, implanted: (B)(6) 2003. Product type: accessory. (B)(4).